Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no visual nonconformities. During functional testing of the phaco handpiece, the sample exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature and system message (sm). A closed electrical circuit was confirmed using a resistance test box. The handpiece was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known, previously investigated issue. It is important to note that the elevated shell temperature of the handpiece is not instantaneous as a result of this event; it gradually increases with use, and can take up to approximately 5 minutes to heat up. During product-use training, the surgeon is advised to discontinue use of the handpieces if there are any indications of the handpiece reaching its end of life. However, the reported event of sm was unable to be confirmed during testing, as the phaco handpiece completed a five-minute burn-in successfully. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system displayed a system message (sm) [hp error detected.] With the recommended actions: connect the hp to another port; test the hp again; if the problem persists, replace the hp; if the problem persists, and it is during a surgical intervention, stabilize the eye and restart system.; if the problem persists after restarting, note error code and call ts. The operator¿s manual includes the warnings: appropriate use of vision system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the kelman* and ozil* 12 tips can cause excessive heating and potential thermal injury to adjacent eye tissues. The u/s tips supplied in the vision system pack are only to be used on an ozil* torsional handpiece. Each u/s tip is intended to be used only once per case, and then disposed of according to local governing ordinances. Mismatching u/s tips and infusion sleeves may create potentially hazardous fluidic imbalances. Ensure that the tubings are not occluded during any phase of operation. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. The operator¿s manual includes the warnings: to avoid risk of electric shock, this equipment must only be connected to a supply mains with protective earth (ground). In case of a deficiency, do not use the system; call alcon technical services. Be sure handpiece is completely dry before connecting it to console. Damage to handpiece and console may result if plugged in when wet. The phaco handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the handpiece heats up a lot during surgery. Additional information has been received stating that the event occurred during the ultrasound portion of a cataract with intraocular lens implant (iol) procedure. As soon as it was noted the handpiece was heating it was removed from the eye. The handpiece was exchanged to complete the procedure with no harm to the patient.